Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that the pump was in use until (B)(6) 2011. The pertinent black box data from the time of the reported event is unavailable for review due to continued pump use. There were no power issues observed in the black box data. A review of the pump's alarm history indicated one "low battery" warning and one "replace battery" alarm occurred on (B)(6) 2011. There was no damage found to the battery compartment or to the power circuit. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete investigation. The test cap was able to secure appropriately to the pump and the pump powers on normally. The pump was exercised for 24 hours with no power issues occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Event description:
The patient reported that the pump began beeping and the screen went blank while he was attempting to verify the time and date after a routine battery change. He stated that he tried a second new battery with the same result. The patient reported that there were no cracks in the battery compartment, the battery cap was intact, and the battery cap had been changed three months prior to the incident. The patient confirmed that the batteries were new and from the same package. There was no reported patient impact associated with this complaint. This complaint is being reported because the incident described by the patient indicates that the pump may have been self-rebooting.